Manufacturer narrative:
Manufacturer's investigation conclusion: correlations between the device and the reported infection, renal failure, and history of strokes cannot be conclusively determined. A log file from the time of the reported event was submitted. The log file contained approximately 11 days of data, spanning from 18mar2018 21:06 to 26mar2019 07:55, which captured several slight elevations in pump power and calculated flow. Pump power ranged from 3.5 watts to slight elevations as high as 7.6 watts, while pump flow ranged from 2.7 lpm to elevations as high as 10.4 lpm. Avg. Pi ranged from 2.4-6.7, respectively. Also noted in the log file were routine low battery advisories, consistent with the patient running their batteries below the low voltage threshold. Each time, the patient switched to new batteries and the advisories cleared. Specific causes for the changes in pump parameters, and correlations to the reported infection, renal failure, and history of strokes cannot be conclusively determined. Multiple requests for additional information were sent to the customer. The patient remained ongoing on vad support until they expired due to cardiogenic shock and lvad thrombosis (MFR #2916596-2018-04690). The heartmate ii lvas IFU lists infection, renal failure, and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The section of the IFU entitled "pump performance monitoring" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also contains a section titled "pump flow", which outlines how pump flow is estimated based on pump power. Power changes are also addressed the heartmate ii operating manual. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years 8 months 11 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient was admitted from (B)(6) for chest pain and infection. The patient's file indicated that they were not continued on any of their required antibiotics. After being there for several days the patient developed renal failure with their creatine to 6 from baseline of .8. She arrived to (B)(6) on dopamine 2mcg/kg/min. Patient has a known highly resistant driveline/pocket infection and multiple strokes in the past. Additional information was requested but not provided.